Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator changeout procedure due to the battery advisory, fluoroscopy visualized externalized conductors on the right ventricular lead. No electrical abnormalities were noted. The physician decided to cap and replace the lead. The procedure was completed successfully without adverse consequence to the patient. The patient is doing well and will be monitored with routine follow up.